Event description:
It was reported that a 2008k2 machine had blood pump failure and high conductivity. There was patient involvement and reported blood loss as a result of the reported issue. The estimated blood loss was unknown. Following the event, the patient was able to complete treatment on another machine using new supplies. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a 2008k2 machine had blood pump failure and high conductivity. There was patient involvement and reported blood loss as a result of the reported issue. The estimated blood loss was unknown. Following the event, the patient was able to complete treatment on another machine using new supplies. Additional information was requested but was not received to date.